Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: section h-10: the health effect - impact code should have been "4629 - device revision or replacement and 4605-disruption of subsequent medical procedure" rather than "4629 - device revision or replacement" only.

Event description:
Related manufacturer report number: 3006705815-2024-00927. It was reported that the patient was unable to set the ipg to MRI mode due to high impedances. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the lead was explanted and replaced to address the issue. It is unknown which lead had the high impedance.

Manufacturer narrative:
Date of event is estimated. Information requested, but not yet received. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000142613.